Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had previous surgical incisions and that the lifevest rubbed the incisions and caused them to open. It was reported that the patient went to the hospital to have the incisions re-stitched. There was no alleged device malfunction contributing to the irritation. It is unclear if the patient was prescribed anything for the skin irritation. Outcome of the skin irritation is unknown.